Manufacturer narrative:
Patient information was unavailable from the site. A manufacture representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Information was received from a health care professional via manufacturer representative regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that there were issues taking 2d images and the system would not stop at the anterior posterior (ap) position when the gantry was rotated. There was no reported delay to the procedure due to this issue as this occurred while preparing the operating room (or) for the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: patient information provided. The weight provided was reported as an approximation. Correction: initial reporter updated.

Manufacturer narrative:
Correction: UDI number updated.

Event description:
Due to the reported issue, use of the imaging system was aborted and the site opted to use a different imaging system for the surgery.